Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the wbc (white blood cell) bath contaminated with a milky white residue. The diluent lines were decontaminated and the wbc bath replaced, resolving the hgb issue. The fse did not identify an instrument malfunction that contributed to voteouts for the abnormal 2 control. (B)(4).

Event description:
The customer reported voteouts (a non-numeric result) were obtained for the differential parameters for the quality control samples (5c abnormal 2) when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse observed high hemoglobin background counts in addition to the voteout condition. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.